Manufacturer narrative:
Investigation summary: the event unit was returned with the tissue bag fully cinched and the actuator partially deployed. Upon disassembly and inspection, engineering found no signs of damage. The device was reassembled and deployed without fault. Although the tissue bag is designed to come off of the supports when the device is fully retracted, it is possible for the tissue bag to come off of the supports if the tissue bag is pulled off by an instrument or if an external force is applied to the edge of the tissue bag. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic cholecystectomy - "they reported that the bag came of the frame while in patients abdomen. The bag fully came off the prongs. Bag fell off during deployment. There was no specimen in the bag." Additional information received via email from customer on (B)(6) 2016 - the surgeon that was using the bag is not a new surgeon and has extensive experience using the inzii bags. The circulator in the room did take a picture when the device was in the patient's abdomen. A copy of that picture will accompany the defective product when it is returned. Patient status - "no patient harm reported or no delay in surgery."